Event description:
It was reported that there has been an increase in upstream occlusion alarms with spectrum pump that have received the software upgrade. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref: (B)(4) device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.